Event description:
It was reported that there were concerns with this pacemaker as the patient reported the communicator was not connecting. Technical services (ts) could not resolve the communication issue with the patient and advised the patient to speak to the clinic as it may be a device issue. The device remains in use. No adverse patient effects were reported.